Manufacturer narrative:
The lot number is unknown. As a result, a review of the manufacturing records was not conducted.

Event description:
The spiderfx distal protection filter wire was being used in a leg intervention that did include chronic thrombus. Multiple passes in the sfa were made with a plaque excision device. It was used in conjunction with a plaque excision device, and the physician began manipulating and 'shaping' the tip of the spider wire such that when the atherectomy device was used, it caused heavy vibrations. Upon removing the spiderfx, the physician noticed that the very distal 4 or 5mm portion of the wire had separated from the filter wire. The physician retrieved the filter basket successfully, but ended up stenting and jailing the small distal portion of the wire into the distal sfa.